Manufacturer narrative:
Patient weight unavailable.

Event description:
(This event was communicated to a philips employee on 20 feb 2020 by the physician/facility; however the procedure date was reported to be (B)(6) 2020). A lead extraction procedure commenced to remove a right ventricle (rv) and a right atrial (ra) due to non-function and occlusion. During the procedure, the rv lead was extracted successfully. During the attempt to remove the ra lead, the physician was using a spectranetics glidelight laser sheath. During lead removal attempt, it was discovered that an injury to the superior vena cava (svc) had occurred. Rescue intervention commenced immediately, including sternotomy. Despite rescue efforts, the patient did not survive the procedure. There was no reported malfunction of any spectranetics devices in use during the procedure.